Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were very thin and can feel the "connectors" of their implantable pulse generator (ipg) through their skin. The patient enquired if this was normal. No patient complications have been reported as a result of this event.